Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information available, a conclusion code cause not established was assigned to this investigation.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, while deploying the needle, the device tip detached inside the patient, and needle was not able to come out due to this. Then, the procedure was temporary stopped to took out the device from patient urethra. Due to this, the procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, while deploying the needle, the device tip detached inside the patient, and needle was not able to come out due to this. Then, the procedure was temporary stopped to took out the device from patient urethra. Due to this, the procedure was completed using another device. There were no patient complications.